Event description:
It was reported that broken mwf510s instrument trial this afternoon. The screw placement snapped on extraction of the trial on the revive trial stem.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals scratches and wear marks. The blue central plastic part was found to completely broken off the trial. The nature of the fracture indicates towards a brittle fracture. The threading has completely broken off the device resulting in the attachment screw to break free. Several deep scratches and gouge marks are also observed on the metal surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed due to unintended and majorly design related issue. The failure was caused by abnormal usage of the device by user and a design change is in progress to avoid that the issue occurs again. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that broken mwf510s instrument trial this afternoon. The screw placement snapped on extraction of the trial on the revive trial stem.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.